Event description:
Inbound email from requester asking about the patient's low rvtip/ rvcoil impedance alart at 190 ohms. Outbound email to the requester explaining that the patient's rvtip/rvcoil is a chronically low impedance measurement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).